Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable results for multiple assays for an unknown number of patient samples from the cobas 6000 c (501) module. Of the data provided, only the glucose result for one patient sample was a reportable malfunction. The initial result was 116 mg/dl and was reported outside of the laboratory. The patient's doctor called the laboratory questioning the result. The sample was repeated on another analyzer and the result was 584 mg/dl. This result was believed to be correct. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided. The field service representative found the rinse tubing was split. The tubing was replaced and the performance of the instrument was verified. On follow up, the customer confirmed there have been no further issues since the service visit.